Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant was defective without providing additional information. Based on the visual inspection of the returned implant, bone and tissue were observed. There was no report of impact or consequence to the patient. Further information has been requested from the reporter.

Manufacturer narrative:
UDI number was provided. The device was returned and a visual and radiographic evaluation was performed. The DHR was reviewed and there was no evidence discovered to indicate that a product defect, or non-conformity contributed to the issue. The critical parameters were measured and there was no non-conformity found, the product met specifications. Therefore, a root cause cannot be explicitly determined. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The IFU was reviewed and it provides the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The following statement in the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Based on the returned part inspection and DHR review, there is no product deformity or nonconformity, and there was no evidence found to indicate that the reported issue was caused by the device itself. At this time the reported issue will be tracked and trended.